Event description:
It was reported that system 6 non sterile battery is leaking before the procedure at the user facility. The procedure was performed using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that system 6 non sterile battery is leaking before the procedure at the user facility. The procedure was performed using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, there is a leak in the battery, was not duplicated, however, the reported event of charger says error 7, was duplicated. Through functional and visual evaluation, the battery was placed on the charger and the charger displayed ¿error 7¿. The battery was disassembled and internal corrosion and signs of fluid ingress were detected due to improper sterilization. Device was placed in parts retention.